Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. Philips field service engineer (fse) confirmed the extended self test and failed air fault. The fse replaced the sensor printed circuit board and air flow sensor. Subsequently, the unit passed all performance tests and was ready to be returned to service.

Event description:
The customer reported that the unit failed the extended self test, air fault, during preventative maintenance. The unit was not in use at the time of the alleged issue, therefore, there was no patient or user harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. The sensor board was returned to philips for failure investigation. Testing was performed and no failures were identified.